Event description:
Temperature foley was inserted prior to the start of the case. At 10:45am, anesthesia notified the staff in the room that there was no urine output. Upon investigating the foley, it was discovered that the tip of the foley was no longer in the patient. There was urine in the bag and the tip of the foley was enlarged showing that the tip had been inflated. The packaging was secured from the trash and the foley was retained after emptying the urine. The manager and charge nurse were notified. At 11:39am, a new foley was inserted with the surgeon. [Redacted] site responded to medline and materials that product available, medline responded and will coordinate retrieval of the product, complaint opened at medline per [redacted]. [Redacted] asked medline to re-open the investigation as the sample was sent but the mfg letter says there was no sample and thus could not evaluate the product. Manufacturer response for temperature sensing foley catheter, (brand not provided) (per site reporter). See event report description.